Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported char ging their ins two days ago but on (B)(6) 2018 they were not feeling anything. They connected to their recharger and were seeing 6 coupling boxes shaded dark and the ins battery was ½ shaded. They could not get the stimulation to turn on. They saw the charge ins symbol so patient services suggested that the patient try charging their ins longer and then trying to turn the stimulation on. The patient would continue to charge their ins and try turning it on when it was ¾ charged. Patient services recommended calling back if they have difficulties. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. The patient stated that the cause of them not feeling anything on (B)(4) 2018 and inability to turn the stimulation on was due to the machine not being charged enough. No further complications were reported/are anticipated.